Event description:
It was reported that shaft break and entrapment on the device occurred. The target lesion was located in the popliteal vein branching to anterior tibial vein and posterior tibial vein. After a non-boston scientific guidewire crossed the lesion, a 3.50 x 48mm synergy xd drug-eluting stent was advanced, but resistance was felt. Subsequently, the device was removed from the non-bsc guidewire, however; it was not able to pull out without resistance. Some wire length was lost. Upon trying to detach the stent from the guidewire, the shaft broke into two pieces and was able to remove. The procedure was completed with another 3.5 x 48 mm synergy des. There were no patient complications reported, and the patient has fully recovered.